Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but severed 92 mm from the terminal tip. Given the clean cut and absence of deformed coils this occurred during explant. The helix was retracted, and body fluids were noted in the helix housing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations as the only damage observed was induced during explant. Patient code (B)(6) is being used to capture the prolonged procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this implantable lead was not successfully implanted due to high impedance measurements greater than 3,000 ohms. It was also reported that the lead could not pace or sense. The lead was removed without incident.